Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported touchscreen problem. The programmer passed all incoming tests. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a programmer touchscreen problem. The programmer was returned for service. There was no patient involvement.